Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right atrial (ra) lead alert for low impedance resulted in a polarity switch. It was also reported that a right ventricular (rv) lead alert for low impedance resulted in a polarity switch. It was reported that the implantable pulse generator (ipg) exhibited cardiac compass invalid data. The ipg system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.